Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission, nonsustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular lead. Patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable.